Event description:
Patient reported "believing she experienced a deflation that was related to or caused by the mammogram". This record is for the left side. Device was explanted and replaced. It is unknown if the device will return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.